Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter would not power off. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began in (B)(6) 2016. He stated that he manages his diabetes with insulin, and it is unknown if the patient made any changes to his usual diabetes management routine as a result of the alleged issue. The patient alleges that several days after the meter issue began he developed symptom ¿nausea¿, which he immediately treated with consuming some food and fluids. There is no evidence of any medical treatment/intervention. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product. The csr noted the subject meter did power off manually with a button press. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. The meter was found to have a power issue.